Manufacturer narrative:
The device was returned loose in the carton. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been retracted to mid-nozzle. Viscoelastic is dried in the device. No damage or abnormalities observed. The lens is returned in the carton. Solution and particulates dried on the lens. No damage observed. The product investigation could not identify the root cause for the reported complaint "lens stuck in system" as lens was returned outside the device. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause. No damage was observed to the device or the lens. Additional information was provided h.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the preloaded injector. There was patient contact, but no patient harm. Additional information was requested.